Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedances greater than 200 ohms. Manual shock impedance testing was performed and the only shock vector with normal measurements was the rv coil to ICD vector. Continuous impedance measurements were also performed while manipulating the patient's device and performing provocative maneuvers resulting in normal measurements. Boston scientific technical services (ts) suggested performing a 1.1j commanded shock and a defibrillation threshold (dft) test to ensure normal values and adequate therapy to the patient though the physician elected not to perform either. The device was reprogrammed and the patient will continue to be followed via the remote patient monitoring system. The lead was scrutinized under fluoroscopy and no abnormalities were noted. No adverse patient effects were reported. This system remains in service.